Manufacturer narrative:
PMA/510(k)#: preamendment investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® serum blood collection tube experienced stopper creep out or loose closure prior to use. The following information was provided by the initial reporter: material no: 366430, batch no: 9095718. During r&d testing we observed some tubes with 2nd time stopper removal forces that did not meet the minimum force specification. We also observed 1 batch of tubes that did not meet the mean force specification. The product information is listed below. Catalog #: 366430, batch #: 9095718, test date (B)(6) 2019, data review date: 14 oct 2019, observation:did not meet minimum force specification.